Event description:
Medtronic received the following journal article which is summarized as follows: complications after endovascular repair of type b aortic dissection; j. Endovasc. Ther. 2002;9:822-828. Purpose: to outline the complications encountered after endoluminal treatment in patients with type b aortic dissection. Methods: between 1999 and 2001, 14 patients (12 men; mean age 60.3 years, range 39-79) with isolated type b aortic dissections (13 chronic, 1 acute) underwent aortic stent grafting. Fourteen stent grafts from another manufacturer and three talent stent grafts were implanted in the study. One patient had a chronic type b aortic dissection located 25 mm distal to the left subclavian artery with an infrarenal re-entry site. A talent thoracic stent graft was implanted, but did not cover the left subclavian artery. There was a type I endoleak due to an incompletely sealed entry site of the dissection. The physician elected to intervene with a stent graft from another manufacturer, which was implanted to cover the left subclavian artery and extended to the origin of the left common carotid artery. After the intervention, total thrombosis of the false lumen of the dissection was observed; complete reduction of the false lumen was confirmed at the 18-month evaluation. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: endoleak, pre-operative dissection, treatment of a pre-operative dissection. Conclusion: treatment of a pre-operative dissection. The physician was contacted and requested to provide specific information related to this event, such as the lot number and implant date. No reply has been received from the physician.